Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump was performed. The pump was received with a broken reservoir tube lip. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at battery tube side, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select button, scratched window display cover, and partially broken retainer the test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage- damage reservoir tube confirmed. Cosmetic damage-retainer ring damage confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced damage in the top of reservoir compartment. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and found pump is chipped. No harm requiring medical intervention was reported. The product mmt-1885 returned for analysis.